Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. A correlation between heartmate ii lvas, serial number: (B)(6), and the reported elevated ldh, ai, and suspected thrombus could not be conclusively established through this evaluation. The account communicated that the patient presented to the ed on (B)(6) 2019 for gross hematuria and reportedly had ldh of 2,125. An echocardiogram was performed which revealed that the patient had significant ai and that while his left ventricle appears to decompress, the aortic valve does not open. The patient ultimately underwent a pump exchange on (B)(6) 2019 for suspected pump thrombosis. Additional information was requested, but not provided. The explanted pump, heartmate ii lvas, serial number: (B)(6), was to be returned for evaluation; however, as of this date, the pump has not been received and the investigation will be closed accordingly. The submitted log file contained data from on (B)(6) 2019. The log file captured a no external power alarm coincident with a low battery (voltage) hazard alarm on (B)(6) 2019 while the patient was connected to the mpu (addressed under: (B)(4). The system controller¿s internal 11v backup battery was in use during this event and there was no interruption in pump support. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the duration of the log file and the pump appeared to be functioning as intended. The heartmate ii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU provides details regarding the recommended anticoagulation therapy and inr range as well as outlines indications of pump thrombosis and as how to respond to such events. Heartmate ii lvas IFU, document#: (B)(4), rev. H, is currently available. This IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system in section 1, ¿introduction¿. An explanation of each pump¿s parameters can also be found in this section. Section 6, ¿patient care and management¿, outlines indications of pump thrombosis and how to respond to such events. Section 6 also outlines the suggested anticoagulation therapy and inr range for patient using the heartmate ii lvas. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas IFU, in section 5 ¿surgical procedures¿, states that, ¿moderate to severe aortic insufficiency must be corrected at time of device implant.¿ the heartmate ii lvas IFU also states that ¿patients must always connect to the power module for sleeping (or when sleep is likely) because they may not awaken to hear low power alarms for batteries.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the emergency department for gross hematuria. Patient was found to have significant aortic insufficiency on his echo and patients left ventricle appears to decompress and the aortic valve does not open. It was reported that the patient underwent an hmii to hmii pump exchange on (B)(6) 2019 for suspected pump thrombus. Pump will be returned for evaluation. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through the evaluation of heartmate ii lvas, serial number (B)(6) . A correlation between the device and the reported elevated ldh, ai, and suspected thrombus could not be conclusively established through this evaluation. The account communicated that the patient presented to the ed for gross hematuria and ldh of 2,125. An echocardiogram revealed significant ai. The patient ultimately underwent a pump exchange on (B)(6)2019 for suspected pump thrombosis. The submitted log file contained data from (B)(6)2019 through (B)(6)2019 . The log file captured a no external power alarm coincident with a low battery (voltage) hazard alarm on (B)(6)2019 while the patient was connected to the mpu (addressed under (B)(4)). The system controller¿s internal 11v backup battery was in use during this event and there was no interruption in pump support. No other atypical alarms or events were captured, and the pump appeared to be functioning as intended above the low speed limit. (B)(6) was returned assembled with the driveline (dl) severed approximately 3.5¿ from the pump housing. The distal portion adjacent to the metal connector measuring approximately 34.0¿ was also returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow), apical sewing ring, graft attachment, sealed outflow graft, and sealed outflow graft bend relief were not returned. Evaluation of the outlet elbow revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The heartmate ii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU provides details regarding the recommended anticoagulation therapy and inr range as well as outlines indications of pump thrombosis and as how to respond to such events. Incidental findings: cosmetic damage to the outer silicone jacket of the driveline was observed approximately 4¿ from the metal connector, repaired with tape. The damage did not penetrate the underlying layers of the driveline and the driveline passed continuity testing. No further information was provided. The manufacturer is closing the file on this event.